Manufacturer narrative:
Continuation of concomitant products: product ID 3889-28; lot# va15zes; implanted: (B)(6)2016; explanted: (B)(6) 2017; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead was discarded and not returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va15zes, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va15zes, (B)(6), (B)(4). Device codes: (B)(4): 22 pertain to product ID 3889-28 lot# va15zes product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had refractory overactive bladder, mixed incontinence, and fecal incontinence and needed a revision; the old lead was removed and a new lead was placed. It was noted that there were no signs of infection at the old ipg site, there was good position of the previous lead and the new lead in s3 with proper depth and + toe and bellows at 0, 1, 2, 3 (all <(><<)> 2.0). No further complications were reported/anticipated.